Manufacturer narrative:
The customer¿s report of the tubing set had a hole located in the silicone segment was confirmed. During visual inspection under a microscope it was observed that there was a small tear in the set¿s silicone segment tubing, just below the set¿s upper fitment. During functional testing drops of blue-dyed water were observed to be leaking out of the location of the tear. Pressure testing confirmed the leak. The root cause of the hole in the silicone segment tubing was not definitively determined.

Event description:
It was reported that the tubing set had a hole and leaked from the silicone segment in preparation for a rhma golimumab infusion that occurred prior to being connected to the patient the medication was remade and administered without complications. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of the tubing set had a hole located in the silicone segment was confirmed. Visual inspection of the set observed a small tear in the set¿s silicone segment tubing in which the tear was observed just below the set¿s upper fitment. A small gouge/crush mark was observed on the set¿s upper fitment just above the tear in the tubing. Functional testing observed leaking at the location of the tear. The root cause of the small tear in the silicone segment tubing was not definitively determined.

Event description:
It was reported that the tubing set had a hole located in the silicone segment.